Event description:
Device issue: needle-to-cuff miss, detached portion of the foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle plunger deployment, when the needle plunger was removed, there was no suture attached to the needles and a portion of the foot was detached. After performing "extensive angiography of the arterial structure of the limb," the detached portion of the foot was not found. The pt is currently asymptomatic and it was decided to monitor the pt closely for adverse effects. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for investigation. It has not yet been received.